Event description:
Guidant received information that this right ventricular (rv) defibrillation lead was fractured. It was reported that the patient was taken to the or, the rv lead was explanted and replaced. It was further noted, that the physician could not get the patient's cardiac resynchronization therapy defibrillator (crt-d) to function appropriately and subsequently explanted that as well.

Manufacturer narrative:
Not returned. Event conclusion no adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. If additional information becomes available, or if the product(s) is/are returned for analysis, this event will be reopened.